Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll ns had leakage past the stopper. The following information was provided by the initial reporter: it was reported that the customer complaint regarding our products. Ref: (B)(4), lot: 21/08 2107066; 23/07 2306717, description: leakage occurs along the plunger, it has previously been investigated and reported to you the first lot: (ncr024-004) and no deviations were found. However, we would like to notify you because another lot was reported. Additional information provided: no harm occurred and no additional intervention was performed. The issue was detected when syringes were filled with some medication, I am not sure which was it. I have some photos that may be useful.